Event description:
It was reported that during a bronchial stenting treatment procedure, bleeding occurred. The target stricture was in the "bronchial artery". An unspecified guide wire was advanced through the target lesion. A up/16-8/16/95 stent was then advanced over the guide wire, and resistance was encountered before the stent reached the target lesion. Attempts were made to cross the target lesion; however, the stent became "curved" due to the "tension", the suture broke and a part of the stent deployed. The device was removed from the pt, and slight or subtle bleeding was noted. The procedure was completed with a "ultraflex 14/6" stent. There were no additional pt complications reported with the pt's current condition listed as "good".